Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated results were not reproducible for one patient specimen tested on the architect tsh assay. The initial result was 6.503 uiu/ml and upon retesting in duplicate, the values were 3.896 and 6.785 uiu/ml. The sample was tested in triplicate with results of 7.224, 7.040 and 9.117 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. A review of manufacturing and testing records indicated product performing within specifications. In response to this issue, an investigation was performed on architect tsh assay, lot number 50907jn00. The master lot customer release testing for architect tsh reagent, lot 50907jn00 was reviewed and indicated the master lot listed above met all acceptance criteria. A review of the historical data was carried out for the architect tsh reagent lot 50907jn00. This review demonstrated that this material met all in-process testing requirements, customer release specifications, and package insert claims. Architect tsh control and panel values were also assessed at the bulk testing stage of manufacture of architect tsh microparticle lot 49238jn00. All controls and panels passed the required specification at the bulk stage. In addition, % cv (coefficient of variance) values were calculated for control and panel concentrations at both the bulk and release testing stages. Each % cv value was less than 3%. The architect tsh assay is designed to have a precision of < 10% (total cv), indicating that precision was not an issue. It may be possible that this discrepant result could be due to sample handling. The architect tsh package insert states in the section on "limitations of the procedure" that specimens run on the architect tsh assay must be processed according to the specimen test tube manufacturer's instruction. Insufficient processing including deviations from recommended clotting times, centrifugation times, centrifugation speed and sample preparation techniques may cause inaccurate results. A review of the complaint trending report was conducted and concluded that there was no adverse trend associated with architect tsh, reagent lot 50907jn00 or associated sublots. Based on our investigation, we have determined that the architect tsh reagent lot in question is meeting its safety, effectiveness and label claims. This is the final report.